Event description:
As reported by our affiliates in sweden, during inflation of the 26mm sapien 3 ultra case by ultra delivery system via tf approach inside a pre-existing surgical aortic valve, the balloon burst. Therefore the valve was post dilated with a second balloon. The patient was doing well post procedure. As per pre-deco evaluation, a pinhole at the distal end of the inflation balloon was observed.

Manufacturer narrative:
The device was returned to edwards for evaluation, and found to have a pinhole at distal end of inflation balloon. The investigation is ongoing.

Manufacturer narrative:
Upon further review of this case it was noted that field b2: other serious (important medical events) was incorrectly selected on the initial report for this case.  B2 should be blank, disregard the previous entry.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. The ¿annulus¿ may refer to a patient¿s native annulus (in the aortic, pulmonic, mitral, or tricuspid position), or a previously implanted thv, surgical valve, or ring in the aortic, pulmonic, mitral or tricuspid position. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the annulus when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In this case, the exact cause of the balloon burst is unknown, but may be attributed to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), during inflation of the 26mm sapien 3 ultra case by ultra delivery system via tf approach inside a pre-existing surgical aortic valve, the balloon burst. Therefore the valve was post dilated with a second balloon. The patient was doing well post procedure.

Manufacturer narrative:
UDI (B)(4). The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. The ¿annulus¿ may refer to a patient¿s native annulus (in the aortic, pulmonic, mitral, or tricuspid position), or a previously implanted thv, surgical valve, or ring in the aortic, pulmonic, mitral or tricuspid position. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the annulus when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In this case, the exact cause of the balloon burst is unknown, but may be attributed to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.    As the device was not returned a ¿no product return¿ evaluation was performed. No imagery was provided for review. The work orders that are relevant to the manufacturing of the devices and components that could potentially contribute to the complaint events were reviewed and revealed no manufacturing non-conformance's that would have contributed to the complaint events. A review of lot history for the related lot revealed no additional complaints for burst balloon.  The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis. This lot met specification. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformance's contributed to the reported events. Ultra delivery system IFU, valve-in-valve in aortic position supplemental training manual, device preparation manual and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. No IFU/training deficiencies have been identified. The complaints for ¿balloon ¿ burst¿ was unable to be confirmed as the device was not returned and no photographs were provided. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. However, based on a review of the DHR and lot history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the complaint description, the valve was deployed in the ¿aortic position inside a preexisting 25mm perimount surgical valve. No bav was done.¿ although no information was provided regarding the patient¿s anatomy, if calcification was present in the existing valve, it can present a challenging anatomy for balloon inflation. Calcified nodules can compromise the structure of the balloon wall, even at low inflation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. A review of edwards infectiveness risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformance's were identified, and the occurrence rate did not exceed the monthly trigger for action, a product risk assessment (pra) is not required. However, pra was previously initiated per management discretion to investigate the balloon burst issue and its associated risks. A definitive root cause was unable to be determined, however, available information suggests that patient factors (annular calcification) may have contributed to the reported events. As a corrective action, a training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A CAPA has been initiated to address ultra balloon burst and retrieval issues and is currently in the investigation phase. Additionally, the CAPA will be used to capture the effectiveness of the training bulletin. However, it should be noted that this complaint occurred prior to the release of the training bulletin.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation fully inserted through the loader assembly. No relevant photographs, videos, or imagery were provided for the evaluation. The returned device was fully inspected and a pinhole was observed at distal end of the inflation balloon. Due to the returned condition of the device, functional testing was unable to be performed. The double wall balloon thickness was measured proximal to the pinhole and found to be within specification. Due to the location of the pinhole (near tapered region), a distal measurement was unable to be performed. Device history record (DHR) review revealed no manufacturing non-conformances that would have contributed to the event. A review of lot history for the related work order revealed additional similar complaints.  A review of complaint history from may 2018 ¿ april 2019 revealed additional similar complaints for the ultra delivery system with device return.  The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformances were identified during these evaluations. Available information suggests that patient factors (calcification) may have contributed to the reported event. A product risk assessment (pra) was previously initiated per management discretion to investigate the ultra balloon burst/leakage issue and its associated risks. Additionally, a CAPA was previously initiated to continue investigation on ultra balloon burst/leakage and retrieval issues. A review of the complaint history revealed that the complaint occurrence rate did not exceed the trigger for review for the applicable trend category. The ultra delivery system IFU, valve-in-valve in aortic position supplemental training manual, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. No IFU/training deficiencies have been identified. The complaint was confirmed as a pinhole was observed on the inflation balloon upon inspection of the returned device. No manufacturing nonconformances were identified as there was no abnormalities observed during visual inspection and dimensional inspection met specification. A review of the DHR, complaint history, and lot history revealed no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, the valve was deployed in the ¿aortic position inside a preexisting 25mm surgical valve. No bav was done.¿ although no information was provided regarding the patient¿s anatomy, if calcification was present in the existing surgical valve, it can present a challenging anatomy for balloon inflation. Calcified nodules can compromise the structure of the balloon wall, even at low inflation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, neither a pra escalation, nor corrective/preventative actions are required is not required. However, per management¿s discretion, a pra was previously done to investigate the balloon burst issue and its associated risks.  A CAPA was previously initiated to investigate the ultra balloon burst/leakage and retrieval issues. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. However, it should be noted that this complaint occurred prior to the release of the training bulletin.